Event description:
Customer's mother reported hospitalization due to high blood glucose. The blood glucose reading is 317 mg/dl. Treated with bolus. Caller stated that the customer experienced nausea, vomiting, excessive thirst and urination. The blood glucose reading at the time of the event was over 500 mg/dl. The infusion set was not inserted correctly. Diagnosed diabetes ketoacidosis. Hospital treated with IV insulin and fluids. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.